Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's husband reported via phone call that the insulin pump kept alarming motor error. The entire infusion set was changed. Customer's blood glucose level was 554 mg/dl. The customer treated her blood glucose level with the insulin pump. Troubleshooting was declined. The device was not returned.